Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was general hip pain. The construct was an abgii stem, mdm, tritanium cup. On (B)(6) 2013, the sales rep confirmed that the patient presented with hip pain. Upon revision, the surgeon found grains of the poly insert in the surrounding soft tissue (poly disease). There was no metal wear and the stem was well fixed. Therefore, the stem and neck remained implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear/pain involving a restoration adm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that there was general hip pain. The construct was an abgii stem, mdm, tritanium cup. On july 8, 2013, the sales rep confirmed that the patient presented with hip pain. Upon revision, the surgeon found grains of the poly insert in the surrounding soft tissue (poly disease). There was no metal wear and the stem was well fixed. Therefore, the stem and neck remained implanted.